Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture and there was clear surgical residue on product. Visual inspection found the optic torn, haptic torn and presence of foreign material (residue) on the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6, -3.5 diopter, implantable collamer lens tore/broke during injection/delivery into the eye, the lens was explanted . Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Correction data: (B)(4).